Manufacturer narrative:
Batch review performed on 30 june 2021: lot 1922752: (B)(4) items manufactured and released on 06-dec-2019. Expiration date: 2024-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 similar reported events. Note that two equal devices were reported in this case.

Event description:
The patient came in reporting pain and post-op x-rays indicated that the cages had ejected posteriorly. The patient will be revised and the date of the revision is unknown. No more information will be available.